Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the black box data showed no evidence of a power interruption; however a voltage drop resulting in a replace battery. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of contamination was found on the underside of the returned battery cap. The pump intermittently powered on with the returned cap. A test cap was used and the pump was then exercised for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump cover was opened and no additional moisture was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.